Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found two error messages in the programmer logs. The programmer case handle was also broken, the feet were worn off the case, the latch was broken off the power cord door, the media bay door latch would not hold, and no stylus was included.

Event description:
It was reported the programmer is broken and needs repair. Follow-up attempts for additional details were unsuccessful. No patient involvement or complications were reported.